Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patients implantable cardioverter defibrillator (ICD) check transparent fluid was noticed running out of the device pocket. It was thought there may be a possible pocket infection. It was noted that an antibacterial absorbable envelope was implanted with the device. An intervention was performed and a pocket cleaning and washing with antibiotics was completed and cultures were taken. The device was placed back into the pocket and a new antibacterial absorbable envelope was implanted with the device. No further patient complications have been reported as a result of this event.